Event description:
Customer reported he experienced high blood glucose between the 300 and 400 mg/dl range. Customer stated he had a steroid injection in his hip and his blood glucose went high. Customer stated he increased his basal settings. Customer mentioned he feels like he keeps throwing insulin and it will not come all the way down, he also mentioned diabetic ketoacidosis in passing. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.